Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that damage on the insulin pump. The customer¿s blood glucose level was unknown. Customer advised the motor dislodged outside of the insulin pump case. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.